Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that calibrations were entered during periods when no values were present, and that the patient used different fs bg meters during their session. No additional event or patient information is available. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area. And: do not calibrate if the out of range symbol shows in the status area. Also: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.